Manufacturer narrative:
Fowler and sub assembly cylinder/reservoir.

Event description:
It was reported by service report that the fowler was leaking and drifting with weight. The sub assy cylinder/reservoir was also leaking. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.